Event description:
The customer reported that a cryocyte freezing container split. The bag was ok when it was checked in the laboratory and was not dropped. The split occurred during handling prior to thawing. Volume of product frozen in this bag was 80ml. Cd34 selected cells were the types of cells stored in the bag. (B) (4). The nursing staff involved in this incident was adamant that the bag was not dropped. There have been no recent changes in protocol, critical equipment/supplies or personnel. Transplantation was performed in (B) (6) 2008. The clinicians were informed of the sterility testing showing positive for microorganisms. It is unknown to the customer if any additional antibiotics were given to the patient due to this event. The local complaint coordinator has indicated that there will be no further information available for this complaint.

Manufacturer narrative:
(B) (4) evaluation summary: the evaluation confirmed the reported problem. Upon visual inspection, a yellow note was attached to the bag over the cracks ending approximately 2 1/4" from the top of the bag. The crack extended to the lower right end of the hanger hole through the end seal of the bag up to approximately 2 1/4" from the top of the bag. Major branching emanating from a single point are a strong indication of impact or additional mechanical stress on the bag at the point. The customer did not report any type of dropping or obvious mechanical stress that might have caused this breakage. However, review of procedural parameters provided by the customer indicated that a protective cassette is not used for storage in vapor phase. Cryocyte freezing container labeling does recommend the use of a protective cassette for storage. It is not possible to confirm a root cause for this rupture. A review was performed on all batch record documents for the lot number involved, finding no issues during the manufacturing process or deviation from standard procedure. In addition, all units are 100% pressure tested during the manufacturing process.